Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 07/14/2016 with the following findings: during testing, a line through the display was observed. (B)(6).

Event description:
On (B)(6) 2016, animas became aware of a line through the display screen. There was no indication that this product caused or contributed to an adverse event. This finding is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.